Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when the needle was removed, the safety mechanism did not work.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism is confirmed and was determined to be use-related. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed use residues throughout the infusion set. The sample was returned with the safety mechanism disengaged. Examination of the infusion set revealed a bend in the needle shaft. An attempt to engage the safety mechanism revealed a significant amount of force was required to advance the safety mechanism. A microscopic observation revealed the distal tip of the needle to be bent. The complaint of difficulty engaging the safety mechanism was found to be correlated to the bent needle shaft. A bend in the needle shaft may occur during use if the needle encounters a hard surface such as the back of the port. This complaint will be recorded for future trending and monitoring purposes.